Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was inappropriately shocked by the device due to oversensing noise artifact. X-rays were taken which indicated the electrode was appropriately inserted into the device header. The impedance measurement from the shock was 78 ohms, which was a drop from implant induction impedances, which were 161 ohms from the first and 148 ohms from the second induction. Therapies were turned off and the patient was issued a life vest. No further episodes have been recorded. The noise was going to be monitored and if further noise is seen, surgery will be considered. The device remains implanted to date.